Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they had received calibration errors and lost sensor alarms. The customer states their levels had been as low as 50mg/dl, and as high as 400mg/dl. The customer declined to troubleshoot for the issues.